Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise which was oversensed resulting in the patient receiving one inappropriate shock. Troubleshooting was performed and noise was noted in primary and alternate with baseline wander. In secondary there was fine noise with the patient swinging his arm. It was noted that the patient was lying down on his side when he got shocked and coughed. Shock lead impedances were within range on the events with therapy. Technical services recommended performing a chest x-ray. At this time, the system remains in service. No adverse patient effects were reported.